Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 497 mg/dl and low battery. Declined to troubleshoot for high readings. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The product was returned for analysis.

Manufacturer narrative:
Insulin pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm noted. No battery cap anomaly or blank display noted. Insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, broken off reservoir tube lip and cracked belt clip slot.